Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that  the issue occurred pre-operatively during planification and again post-operatively after the procedure was performed when the health care profession (hcp) wanted to merge images with the imaging system. They confirmed pre planification with the real placement of the electrodes. The CT scan happened on the day of the operation and it turned out that the leads were placed 3mm next to their original target. The patient may be need an additional surgery if the programming does not help. The "usual" workflow of the procedure is that the hcp goes with the patient and localizer on the head to radiology to perform a CT scan. They perform this on the planning station with the hcp dbs plan depending on the different targets, then they merge the anatomical MRI with the CT scan. This is when the first failure occurred as the auto merge was not working. The hcp had to do a manual merge which was complicated and not as accurate as the auto merge. After placement of both electrodes, the hcp performed a 3d spin with the imaging system and tried to merge it with a prep-op datasets in order to be able to verify the real placement of the electrodes with the planned trajectories but again it failed. The hcp tried to start with a manual merge and then clicked on auto-merge but the software kept failing the merge of the datasets. There was less than hour delay to the case.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.